Event description:
The reporter stated the surgeon inserted an aa4203tf toric silicone single piece lens and the back haptic tore off. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted. The injection system used with this model lens has not been approved by the manufacturer and is considered off -label use.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked. Evaluation results: visual inspection of the returned product found the lens optic torn into pieces. There was evidence of dark surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a likely cause of the event has been determined to be due to the off-label use of the injection system with this model lens. (B)(4).